Event description:
The customer reported the sys is slow to boot and does not boot sometimes. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The system was tested and found to be working as intended and put back into svc.